Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor therapy. They reported that their device was implanted for bladder and bowel control. They had two lipomas removed, where the most recent was removed (B)(6) 2020 and was grapefruit sized. When their healthcare provider removed that most recent one, they said they got close to the lead and ins. The patient thought the device was still working, but on (B)(6) 2020, they tried to communicate with the ins and were unable to. By (B)(6) 2020, they had two accidents, and had not been having any. The drain was right where the ins used to be. They had tried to reposition the communicator and were not able to feel the ins through the skin. They contacted their healthcare provider and were told to call the manufacturer. The patient was redirected to follow up with their healthcare provider to further address the issue.